Manufacturer narrative:
The reported event was inconclusive because no sample was returned. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. Correction: g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow water flow rate (wfr) was 0.3 l/m. Neonatal pad in use. Hypothermia cool patient. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 23.3c, water flow rate (wfr) was 0.3 l/m. System diagnostics, outlet monitor temperature (t1) was 23.3c, outlet control temperature (t2) was 23.2c, inlet temperature (t3) was 23.3c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 0.3 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 36%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2300.4, pump hours were 297.5. Walked through stop therapy and disconnect pads. Reconnected using proper technique. Water flow rate (wfr) was 0.1 l/m. Had them swap out to a new set of pads. Set these pads aside for follow up from tm about sending in for evaluation. Walked through set up of new pads, water flow rate (wfr) was stabilized at 0.8 l/m. Advised them to call back right away if water flow rate (wfr) drops low or they get any alerts/alarms. Sn (B)(6). Device alerting 02 low flow. Water flow rate (wfr) was 0.6 l/m. Patient on second set of neonatal pads that were changed out earlier in the day. Walked through stop therapy, disconnect and reconnection of pads using proper technique. Restarted therapy and water flow rate (wfr) was stabilized at 0.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 33%, mixing pump command (mpc) was 0, heater 0. All lines were straight with no bends or kinks. Unable to get water flow rate (wfr) was above 0.3 l/m. Had them add the set of pads removed earlier in the day and lay to the side while connected. Water flow rate (wfr) was stabilized at 2.6 l/m. Proceeded with therapy. Advised to call back with water flow rate (wfr) drops below 0.7 l/m or if the get any additional alerts or alarms. 51 hours left of cooling in hypothermia. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow water flow rate (wfr) was 0.3 l/m. Neonatal pad in use. Hypothermia cool patient. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 23.3c, water flow rate (wfr) was 0.3 l/m. System diagnostics, outlet monitor temperature (t1) was 23.3c, outlet control temperature (t2) was 23.2c, inlet temperature (t3) was 23.3c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 0.3 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 36%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2300.4, pump hours were 297.5. Walked through stop therapy and disconnect pads. Reconnected using proper technique. Water flow rate (wfr) was 0.1 l/m. Had them swap out to a new set of pads. Set these pads aside for follow up from tm about sending in for evaluation. Walked through set up of new pads, water flow rate (wfr) was stabilized at 0.8 l/m. Advised them to call back right away if water flow rate (wfr) drops low or they get any alerts/alarms. Sn (B)(6). Device alerting 02 low flow. Water flow rate (wfr) was 0.6 l/m. Patient on second set of neonatal pads that were changed out earlier in the day. Walked through stop therapy, disconnect and reconnection of pads using proper technique. Restarted therapy and water flow rate (wfr) was stabilized at 0.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 33%, mixing pump command (mpc) was 0, heater 0. All lines were straight with no bends or kinks. Unable to get water flow rate (wfr) was above 0.3 l/m. Had them add the set of pads removed earlier in the day and lay to the side while connected. Water flow rate (wfr) was stabilized at 2.6 l/m. Proceeded with therapy. Advised to call back with water flow rate (wfr) drops below 0.7 l/m or if the get any additional alerts or alarms. 51 hours left of cooling in hypothermia. Sn (B)(6).